Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the patient¿s ins was overdischarged. The hcp reported that the patient said she no longer needed the device so she had not charged it and the battery was depleted. No further complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that the patient's stimulator was overdischarged. They tried four hours of trickle charging and it didn't come out of overdischarged mode. The patient did not want to continue to trickle charge. Antenna locate was performed and it was noted that the antenna was placed in a good location over the ins. The issue was not resolved as of (B)(6) 2017. Surgical intervention was planned, but had not occurred or been scheduled. The patient was alive with no injury. The issue occurred during normal use. No symptoms were reported.